Event description:
It was reported that at incoming inspection at distribution, a hole was observed in the product packaging. No adverse consequences were reported.

Manufacturer narrative:
There were four units associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. Sterility testing completed on a sample of product affected by this issue has determined that the sterile barrier of product has not been compromised.